Event description:
A power source alert was reported by the caller. The blood glucose level was within normal range, not exceeding 500 mg/dl. The caller confirmed the pump was under warranty and was not using tandem¿s charging cable or wall adapter when the alert occurred, instead using a third-party adapter. Attempts to charge the pump for at least 30 minutes were unsuccessful. The caller acknowledged they could not try a different wall adapter or charging cable due to supply issues. Tandem technical support instructed the caller to put the pump into storage mode and return it via pre-paid label within 10 days, and the caller agreed to continue using the current pump as backup therapy.